Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient went into cardiac arrest at the nursing home. It was communicated that the patient vomited several time and then became unresponsive with low flow alarms, the patient was transported by emergency medical service (ems) to a hospital. The patient received CPR for a period of time before being pronounced dead. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the extracted log file confirmed low flow hazard alarms, driveline disconnect alarms, and events that appeared consistent with the patient¿s external 14v li-ion batteries being depleted; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Analysis of the extracted log file showed the low flow hazard alarm was active for the duration of the file and flow appeared to decrease over the duration of the file. The file also captured events consistent with the patient¿s external batteries being depleted ¿ the low battery advisory alarm became active followed by the low battery hazard alarm, then the no external power alarm became active. It should be noted that the patient only appeared to be supported by one battery during these events. The system operated on the backup battery (ebb) during the no external power events. Pump stops and driveline disconnected alarms are captured in the last 5 events of the file. The pump speed remained above the low speed limit for the duration of the file while the driveline was connected. No additional atypical events were captured. The hmii lvas instructions for use (IFU) addresses pump speed, power, flow, and pi and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. The IFU and patient handbook also outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. The IFU also outlines all system controller alarms (including low flow hazard, low battery hazard, and driveline disconnected alarms). No further information was provided. The manufacturer is closing the file on this event.